Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore, it was reportable. Device evaluation: on swg was returned for evaluation. Swg had multiple kinks and core wire was found broken adjacent to the proximal weld. Discoloration at the broken end of the core wire is consistent with proximity to a weld. Microscopic inspection revealed a plastic deformation and necking of the swg in the area of the break. The proximal weld appeared full and remained attached to the unbroken coil wire; the distal weld remained intact. Based upon the measured length of the broken core wire, no pieces appear to be missing. The diameter of the swg measured within specification. Instructions for use describe suggested techniques to minimize the likelihood of swg damage during use. The instructions caution that withdrawing the swg against the needle bevel or use of excessive force during removal could damage or break the swg. The investigation found no evidence to suggest a manufacturing related cause. Swg's of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the (B)(4) standard of 2.2 pounds force for this size swg. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of swg kinking. Swg breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, the potential cause of this issue is procedure/patient anatomy related.

Event description:
It was reported by the customer that the spring wire guide (swg) was inserted without difficulty. However, during insertion the catheter became blocked and it was impossible to withdraw the swg. As a result, the catheter and the swg were successfully removed. There were no reported patient consequences. Additional information received on 04/08/2010 by (B)(4) stated that this was a jugular vein insertion site. The catheter was removed and then the swg was removed. It was confirmed that the catheter and the swg were not removed simultaneously. As a result, another (B)(4) was successfully placed in the same insertion site.